Event description:
Materials manager reported leaking of the mp5313-c when connected to a pre-filled excelsior medical 10ml saline syringe. The reported problems are as follows: difficult to attach line to the excelsior flush syringe. If you turn the syringe too many times something strips. Think the threads on the maxplus product are smaller than used to be. Nursing experiences leaks when applying pressure to flush the line. Nurses are not sure which product is the problem. Customer states that no further pt/event info is available. No pt harm was reported.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.